Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cracking noise when retracting the screw of the inpen, after which the screw moved up without resistance and felt too easy and loose when pressed; although insulin exited and the screw was not difficult to turn. The customer reported no adverse event. The event involved product mmt-105elgyw1. Troubleshooting was performed, including confirming the screw movement issue and advising that the inpen will be replaced. No harm requiring medical intervention was reported. No product return is required for mmt-105elgyw1.